Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
When withdrawing the supertorque product from the patient, resistance was encountered and the tip of the supertorque separated along with 10 of the marker band. The product was caught between the wall of the aorta and the graft that was deployed to contain the aneurysm; therefore, the physician decided to leave the device because the graft was open. While continuing to remove the device, the product began to unravel and the remaining ten marker bands on the product dislodged from the product into the patient. The markers bands were seen under fluoro floating inside of the patient. There is no information concerning the post-op status of the patient. The physician was performing an endovascular aaa in the aorta. The product was properly inspected before use and no defects were observed. There were no problems experienced advanced the product to the target location. There were no kinks observed in the product.